Event description:
Swann ganz catheter blue cvp [central venous pressure] line started leaking at the white hub where it connects to the blue line tubing, with a heat seal exposed, increasing patient infection risk. The line was immediately clamped. The site was cleaned with chg [chlorhexidine gluconate], and thermodilution and cvp transducer were disconnected and capped with a green curos cap.